Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure after the his lead was placed in the ventricle, the catheter was torn, and the threshold increased. A new catheter was used to reimplant the lead and when the catheter was torn, the slitter blade encountered significant resistance, the blade could not smoothly cut the catheter, and the catheter was scrapped. It was also noted that after the blade tore through the catheter several times, it became deformed, and cutting through the catheter again felt jerky. The his lead was then removed and tissue was found attached to the tip and the helix was deformed. A new lead was implanted and a new cutting blade was opened and the procedure was successfully completed.